Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken main tube approximately 41.33mm from the distal tip. No material was found to be missing. The proximal clevis was dislodged as a result of the breakage and the instrument was found to have a loose grip cable at the grip hub. The dislodged proximal clevis was a result of main tube breakage. The loose grip cable was related to a loss of cable tension which may have resulted from the broken main tube. The probable root cause of main tube breakage is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.